Event description:
On (B) (6) 2010 , the lay user/pt contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 11:00 pm the pt obtained the blood glucose reading of 408 mg/dl on the reported meter, and a reading of 60 mg/dl on another meter, within 30 minutes of each other. Afterwards, the pt experienced the symptoms of nausea, shaking and clumsiness. The pt administered self-treatment with food; she did not seek medical attention. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition and within opened exp date. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining and elevated meter reading, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.